Event description:
It was reported to philips that the wireless footswitch did not respond during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the wireless footswitch did not respond intermittently. A philips remote service engineer (rse) examined the system remotely and could not find any errors. The customer asked the remote service engineer (rse) to confirm whether the fco had been done for this issue. Rse checked and confirmed that the wireless foot pedal fco has been completed. The customer is satisfied with the information provided. The device was confirmed to be operating per specifications and no failure was identified. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by stepping again on the pedal. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.